Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary #the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2009. 5076-52, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing with noise and high impedance. A fracture was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.